Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system kept powering on and off. A field service engineer found that the medstation was intermittently powering itself down and checked the backup battery voltage, which tested within specification. The fse pulled the station away from the wall and inspected the power cord. The cord appeared to be firmly plugged into both the wall outlet and the rear of the medstation. While manipulating the power cable, the station began a shutdown sequence, indicating a possible issue with the power connection to the power supply. The power cord was not damaged; therefore, it appeared that the power supply connection pins might have been at fault. The fse replaced the power supply and inspected the inside of the back panel and the connections within the electronics drawer to confirm that there were no short circuits or cable damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was kept powering on and off. There were no adverse events or injuries reported based on this event.